Manufacturer narrative:
(B)(4). No additional information was received and the lead has not been returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited low pacing lead impedance observed through the remote patient monitoring system. Additional information was received stating that lead impedance was under 200 ohms and amplitude was under 1 m volts. It was then decided to remove this lead; however, extraction was impossible due to costoclavicular ligament pressure. The physician used a liberator but the electrode broke up into two pieces. The proximal part of the lead was removed without problems but the distal part had to be removed through the femoral vein with the use of a lace. This lead was explanted. No additional adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
Additional information is requested. This investigation will be updated should further information be provided.